Event description:
It was reported that the patient fell on 2013 (B)(6) after the surgery, patient passed out in the bathroom. On 2013 (B)(6), patient was ¿laying low and got up and felt like she was having a stroke.¿ it was further stated that patient¿s friend came over, who was a nurse, and ¿she determined she has a spinal leak.¿ it was noted that the patient reported to having a spinal leak for 4 weeks and needed to get an MRI done. The patient¿s healthcare provider had said, ¿it¿s a long time for a leak and when she fell something else could have happened.¿ physician was ordering an MRI. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).